Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right inguinal hernia repair, when they tried inflating the balloon with air it wouldn't expand or inflate. They theorized that it had a hole in it, so they got a new one and continued on with the procedure. There was no patient injury reported in this event.